Event description:
It was reported that during an electrophysiology procedure, a metriq irrigation tubing set was selected for use. It was observed that microbubbles could not be purged when the air was removed. Device was replaced and the issue was resolved. The procedure was completed successfully with no patient complications. The product is not expected to be returned for analysis as it was discarded. It was further reported that the issue occurred during preparation; no error messages were displayed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during an electrophysiology procedure, a metriq irrigation tubing set was selected for use. It was observed that microbubbles could not be purged when the air was removed. Device was replaced and the issue was resolved. The procedure was completed successfully with no patient complications. The product is not expected to be returned for analysis as it was discarded.